Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a vad stopped alarm on the reported date, the alarm indicates a disconnection of the driveline from the controller likely due to a controller exchange. Also, the log file analysis indicated a loss in communication between the controller and the following batteries: (B)(4). Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. As received, (B)(4) had the software maintenance release (smr) update installed. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate the controller intermittent disconnections identified on smr-loaded controllers. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that this patient's controller gave "acknowledgement" alarms even when the batteries are charged. The vad coordinator reviewed the log files and noted the battery capacities to be between 100 - 200%. The patient's primary controller was replaced to the backup and the patient was provided a new back up controller.  There were no reports of switching and no consequence to the patient.